Manufacturer narrative:
(B)(4). The device reported, (B)(4) is an abbott product that is marketed internationally which is the same or similar to a device, (B)(4), that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.

Event description:
The complainant reported an under-delivery. The intended delivery amount was 200ml at a rate of 50ml/hr over a time frame of 4 hours; however, the actual amount received was 100ml in a 4 hour period.